Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 122 mg/dl. He retested using another meter and received a reading of 55 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips were sent to the customer. The meter was also replaced at the customer's insistence.